Event description:
Zimmer air dermatome used to attempt retrieval of first skin graft. Equipment destroyed donor tissue rendering it useless for grafting. Equipment was removed from service and another dermatome was brought in to harvest tissue. Outcome for pt-slightly larger donor site scar. Note: previous equipment problem 9/2003, not removed from service until 12/2003.